Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead dislodged shortly after implant. Additionally, it was noted that there was loss of capture, and high pacing thresholds. Subsequently, this lead was explanted. No new lead was implanted. No additional adverse patient effects were reported. The lead has been returned, and analysis is pending. This report will be updated once analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead dislodged shortly after implant. Additionally, it was noted that there was loss of capture, and high pacing thresholds. Subsequently, this lead was explanted. No new lead was implanted. No additional adverse patient effects were reported.